Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Red winder has broken off the instrument.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement. These instruments were reported as being broken in (B)(4). 254401006 (x2) are cracked. 254401017 - red button and spring has become dislodged (all parts accounted for). 254401005 - red winder has broken off the instrument. The investigation confirmed the failure modes as reported. With regard to the attune femoral introducer: the returned device was transferred to bioengineering for review, a report was received stating; both failure modes; patient harm and delay to surgery have been adequately covered in (B)(4) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The operation of the returned device was smooth by rotating the central thumb wheel with no indication of jamming. With regard to the attune femoral impactor: expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactors to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. With regard to the attune impaction handle: it should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion with regard to the impaction handle and impactor and undetermined with regard to the femoral introducer; and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.